Event description:
It was reported that the ilet user experienced a severe high blood glucose episode after forgetting to announce a meal, indicating a missed meal announcement. No specific device component malfunction was identified. Symptoms included hyperglycemia, with clinical details not further specified. Several attempts were made to obtain additional information from the user but were unsuccessful. Outcomes included an impact that could not be characterized due to insufficient information. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no specific device problem and use error due to missed meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was not established.